Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic left kidney donor nephrectomy, while stapling the stapling of artery origin from aorta, there was bleeding after placement of selective dorsal rhizotomy (sdr). There was poor staple formation and the staple line was incomplete which resulted in a pulsatile bleeding of 500cc or more. The staple line was fixed with clips and sealant patch. The tissue was damaged. The surgical time was extended for 30 minutes or more.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted parts of the staple line were in gauze and in tissue. The staple line looks incomplete with possible staple formation issues. Functionally, the reload was loaded into a representative instrument. The interlock was overridden and the reload was cycled without hesitation or binding. Test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the staples were missing from the staple line after firing, and did not form as expected. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a hand-assisted left sided donor nephrectomy for kidney transplant, while stapling the stapling of artery origin from aorta, there was bleeding after placement of selective dorsal rhizotomy (sdr). The damage and leakage of the stapled artery and the extra time needed to control the bleeding caused some extra minutes of extraction time which are as many minutes warm ischemia for the kidney (normal in hand-assisted procedures: around 2min. Now 5-6min). There was poor staple formation and the staple line was incomplete which resulted in a pulsatile bleeding of 500cc or more. The staple line was fixed with clips and sealant patch. The tissue was damaged. The surgical time was extended for 30 minutes or more